Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screw was broken at the screw head according to image intensifier. It turned out when the screw at the distal part could not be removed. The surgeon could remove all the screws without problem except for the reported screw. The bone was reamed around the reported screw to extract it and no residue in the patient. The implants were initially implanted in (B)(6) 2014. There was 30 minutes surgical delay reported. Patient harm: invasiveness of the surgical operation, the head of the screw was found broken during the surgery. The removal of the broken screw was successful, but it has incurred harm to the patient because of invasiveness of the surgical operation. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for one unknown plate/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.